Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by customer that during insertion on "healthy" 28 yr old pt after skin nick unable to insert introducer/sheath. When removed it was noted that the integrity of the outer portion of the introducer/sheath was compromised. It was necessary to add another introducer/sheath to the sterile field in order to complete PICC insertion.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer sheath is confirmed; however, the exact cause is unknown. One photograph of a microintroducer was returned for evaluation. An initial visual observation of the photograph showed the distal portion of the microintroducer sheath was damaged and plastically deformed. Blood residue was observed on the distal tip of the microintroducer in the returned photograph. No other details of the damage could be discerned in the returned photograph. While the exact cause of the observed plastic deformation could not be determined from the returned photograph, possible causes of the plastic deformation include excessive insertion force, inadequate skin nick, and damage prior to attempted use. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by customer that during insertion on "healthy" 28 yr old pt after skin nick unable to insert introducer/sheath. When removed it was noted that the integrity of the outer portion of the introducer/sheath was compromised. It was necessary to add another introducer/sheath to the sterile field in order to complete PICC insertion.